Event description:
It was reported that a pt was implanted with an ams miniarc sling with the intention of treating the pt for stress urinary incontinence on (B)(6) 2008. After and as a result of the implantation, it was indicated the pt "suffered serious bodily injuries including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." It was further indicated that the pt has "sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.